Event description:
Original surgery occurred in 2003 to implant two lumbar interbody fusion devices st l4/l5 and l5/s1. To facilitate stabilization, a two level st360 construct was implanted which consisted of 6 screws, 2 rods, 6 rod connectors and 1 transverse connector. Pt began complaining about pain (very minimal) 2 mos later. X-ray images were taken. Pt resumed smoking 2 mos later. Pain levels increased and subsequently x-ray images taken 4 mos later show right side, was broken. In january 2004 the pt described no pain, instead pt had stiffness in the back. Pt began to complain about pain again in june 2004. The broken screw has not been removed from pt as of the date of this report. Revision surgery has not been scheduled at this time. Surgeon is monitoring the pt's condition.